Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The root cause of the unexpected controller shutdown was unable to be determined because it was not reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
It was reported that while the patient was on support, the console alarmed, unexpected shutdown. Swapped out for new automated impella controller (aic). No reported harm to the patient.